Event description:
It was reported that the lead dislodged durring the prior surgical procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments and no anomalies were found. There was blood/ body fluid on all conductors (not obstructed) and there was blood in/on the helix mechanism. The outer insulation was breached cut; there was a white substance noticed and a cosmetic depression. There was also apparent explant damage.